Manufacturer narrative:
The replaced external portion of the driveline and the explanted pump were returned for evaluation. The evaluation of the returned portions of the driveline confirmed an issue that would have contributed to the reported pump stoppages and alarms. Approximately 17.5 inches of the external/distal portion of the driveline was returned and evaluated. Electrical continuity testing of the distal portion of the driveline revealed that all wires were electrically intact. Upon removal of the rescue tape and outer silicone sleeve, the clear bionate layer showed no areas of damage. Moderate breakdown of the metal braided shield was observed on the replaced driveline segment, which appeared consistent with over 3 years of use. In addition, the driveline showed evidence of kinking at the terminus of the distal end bend relief. When the replaced driveline segment was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, an area of compromised wire insulation was identified in the location of kinked wires at the terminus of the distal end bend relief. Microscopic inspection confirmed a very small breach in the yellow wire insulation at approximately 2.25 inches from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of repetitive flexing of the driveline in this area. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. The remainder of the driveline, the inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed in the area beneath the pump end bend relief. Microscopic inspection of the underlying wires revealed a breach in the red wire insulation at approximately 0.25 inches from the nipple of the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the compromised yellow wire on the external portion of driveline or the compromised red wire on the internal portion of the driveline contacted the braided shield while operating on a tethered power source (such as the power module), the resulting short to ground would have caused the low speed/pump stoppage event captured in the log file on (B)(6) 2016 prior to the driveline replacement performed on (B)(6) 2016. The system also had the potential for a phase-to-phase short prior to the driveline replacement, during which an interruption in pump function could occur if the exposed conductors of the two compromised wires made simultaneous contact with the braided shield while operating on tethered power or on battery power. The low speed/pump stoppage event captured in the log file on (B)(6) 2016 following the driveline replacement would have been caused by the exposed conductors of the compromised red wire contacting the braided shield while operating on a tethered power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that lvad system produced a driveline disconnect and low flow alarm. There were patient positional changes when the alarms occurred, and it was reported that the driveline was not disconnected. The patient had significant weight loss recently, and the lvad clinician reported that there was evidence via x-ray images of numerous areas of ¿stretching¿ of the driveline. It was reported that the patient¿s driveline was covered in tape. The system controller log file reviewed by the manufacturer¿s technical services representative showed two pump stoppages and three low speed hazards on (B)(6) 2016. The patient was asymptomatic. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement; however, later that evening another pump off alarm with a speed drop to 0 rpm occurred while the patient was bending over. At the time of the event, the patient felt a ¿whiplash¿ of the heart. The patient subsequently underwent a pump exchange on (B)(6) 2016.